Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t wave oversensing driven by low amplitude. The patient was seen in follow up, and programming and troubleshooting recommendations were provided by technical services. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy due to t wave oversensing driven by low amplitude. The patient was seen in follow up, and programming and troubleshooting recommendations were provided by technical services. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.